Manufacturer narrative:
G4: 10aug2020. B4: 18aug2020. Philips field service engineer (fse) provided remote assistance to the customer. The fse informed the customer abut the parts that will need to be replaced to resolve the issue. The customer decided not to move forward with the device's repair due to the cost of services/parts. The customer has determined that it is not cost-effective and will be retiring unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22may2020.

Event description:
The customer reported that the device had a dim display. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.